Manufacturer narrative:
'The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens of diopter -9.0/2.0/168 (sphere/cylinder/axis) on 19-feb-2019 in the patients right eye (od). The surgeon has reported the lens has rotated clockwise and has induced some astigmatism, therefore creating a refractive surprise. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.'patient code 2692 not applicable in initial MDR. Work order search: no additional similar complaint type event found within associated lots. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a toric implantable collamer lens several months ago in the patients right eye (od), and now the surgeon has reported the lens has rotated clockwise and has induced some astigmatism. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.